Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled, "use of suture-mediated closure devices for closure of punctures in prosthetic patches or grafts is associated with high rates of technical success and low complication rates."

Event description:
It was reported thru a literature article that an arteriotomy closure of the common femoral artery was attempted using a proglide device for a vascular patch and graft interventional procedure using a small-bore artery = 8f sheath. The use of the proglide suture mediated closure system has a low incidence of complications when used to achieve hemostasis in punctures of prosthetic vascular patches and grafts. Device success rate was 95% with proglide devices, and the patient did not require open repair. Within the study of 39 patients utilizing proglides, only two proglides failed to achieve hemostasis and subsequently received 10 minutes of manual compression to successfully achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Details are listed in the attached article, "use of suture-mediated closure devices for closure of punctures in prosthetic patches or grafts is associated with high rates of technical success and low complication rates."